Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion exhibiting 90% stenosis located in the ostium of the saphenous vein graft (svg). The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent dislodgement occurred during removal following a failed delivery. The dislodged stent was not removed from the patient. There was no intervention attempted to remove the dislodged stent. The patient is reported to be alive with no injury.

Manufacturer narrative:
There was no damage to the previously deployed stent. If information is provided in the future, a supplemental report will be issued.